Manufacturer narrative:
The device was returned for investigation. The device was visually inspected. The smiths label was intact. There is no evidence of the reported problem in the event log. The failure was not replicated. However, pump was found to be double beeping without an administration cassette attached after power up. One possible, but unconfirmed, problem source could be fluid ingression identified on the pump by the chassis base of the downstream occlusion sensor. The downstream occlusion sensor will be replaced. The root cause of the reported problem cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device alarms "cassette not attached properly". No patient injury was reported.